Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a ureteroscopy procedure for kidney stones, the fiber would not fire as expected. It was confirmed that there was no fiber break. The issue was identified that the foot pedal did not work as expected and due to that the fiber could not be used correctly. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a procedure, the fiber wouldn't fire as expected and it came apart in the hub. The procedure was completed with another fiber without patient complications.